Event description:
Boston scientific crm received information that this product was part of a system revision due to pocket erosion at the implant site. There was no report of specific adverse patient effects.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated and an updated report will be submitted.